Manufacturer narrative:
A maquet field service technician was on site and investigated the device. The technician troubleshot the device and was able to confirm the problem with the low water flow. The unit was intensely decalcified. The flow and shunt valves on the cardioplegia side were successfully tested for functionality. The device was tested for functionality a diagnostic test was realized and the electrical safety was checked. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).